Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. All devices reported for this complaint file were returned for evaluation. According to the evaluation, the complaint was confirmed as the tip of the elevator was fractured off. The most-likely, underlying cause was determined to be excessive force. The instructions for use state, "avoid undue stress or strain when handling." The non-conformance database was reviewed in the evaluation and no non-conformance was found for this lot. There are no indication of manufacturing defects. This is supplemental report 4 of 4 for the same event. Reports 1, 2, and 3 are reported on MFR #0001032347-2016-00143-2, 0001032347-2016-00144-2, & 0001032347-2016-00145-2.

Manufacturer narrative:
The distributor reported the part number as 09-0527 #301 elevator, however the part number is 09-0252 #46r elevator.(B)(4)

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report four of four for the same complaint; see also 0001032347-2016-00143, 00144 and 00145.

Event description:
The sales associate reported four elevators from a facility were broken at the tips during a procedure. All parts were retrieved during the procedures. No adverse events were reported.